Event description:
During svt procedure, the ampere connect port was not recognizing the cable. The ampere connect cable was replaced, the ampere was replaced, and the system still was not working. The issue was resolved by exchanging the amplifier. There were no adverse patient consequences.

Manufacturer narrative:
One ensite x amplifier was received for evaluation. Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, and the root cause was attributed to an electrical open within the ablation port to front plane assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.